Event description:
During a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa), it was reported that the .018 sv wire was delivered to the lesion, but could not cross the lesion. The device was removed intact from the patient and it was found that the distal tip was deformed. The distal tip portion appeared to be "looped-shaped." Therefore, it was exchanged for a new sv wire and the procedure was finished successfully. Evaluation of the returned device revealed a fractured condition was observed at distal tip section in core wire. There was no patient injury reported. The device was clinically used and will be returned for analysis. A contralateral approach was made. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was not resterilized. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. It is unknown if the wire was re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was not a chronic total occlusion (cto). It is unknown if a "drilling" or "jack-hammer" technique was used to recanalize the vessel. The wire tip was visible on fluoro throughout the procedure. The wire behaved "normally" (the torque response was good). The wire did not kink while being used. The wire was not advanced through the struts of an existing stent (there was no stent). The wire tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event.

Manufacturer narrative:
This is the initial and final report for this complaint. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa), it was reported that the .018 sv wire could not cross the lesion. After the device was removed intact from the patient and it was found that the distal tip was deformed, it appeared to be "looped-shaped." It was exchanged for a new sv wire and the procedure was finished successfully. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal and had not been resterilized. The wire was removed from the dispenser by the distal floppy end. The IFU notes: do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. It is unknown if the wire was re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was not a chronic total occlusion (cto). It is unknown if a ¿drilling¿ or ¿jack-hammer¿ technique was used to recanalize the vessel. The wire tip was visible on fluoroscopy throughout the procedure. The wire behaved ¿normally¿ (the torque response was good) and did not kink while being used. The wire was not advanced through the struts of an existing stent (there was no stent). The wire tip was not advanced into the distal vasculature nor did it become fixed or caught at any time prior to the event. A non-sterile unit of pgw was received inside of a plastic bag. The device was received totally unraveled stretched from its coil section and tangled. Functional analysis cannot be performed due to device received condition (unraveled stretched at the distal end and fractured condition). Guide wire was inspected under vision system and a fractured condition was observed at distal tip section in core wire. Delivery wire was sent to sem analysis in order to determine the cause of the fractured in core wire condition found during analysis, results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also ductile dimples were found in all the fractures observed during the analysis, ductile dimples suggest that stretching / pulling events were occurred. Lot # 35220105 the date expiration was still active when the event occurred. Per (B)(6) report c 14,787: (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10327617. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Due to the nature of the reported failure by the customer as¿ guidewire/failure to cross¿ could not be evaluated. The failure reported by the customer as ¿distal tip/ prolapse¿ was confirmed due to the damages observed in the device as unraveled stretched and fractured conditions. The cause of the event experienced by the customer as the unraveled stretched and fractured condition could not be conclusively determined; however procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Sem analysis was perform due to the fractured condition (core wire) condition found during analysis, results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also, ductile dimples were found in all the fractures observed during the analysis, ductile dimples suggest that stretching / pulling events were occurred. According to the information, no corrective actions will be taken at this time. The IFU states note: do not pull the distal tip to remove guidewire from dispenser as it may damage the tip as the user did do in this case. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and/or vessel characteristics and is not related to a product quality issue.